Event description:
Reported an analyzer malfunction (plate jam 6) during operation. Under certain conditions, the plate jam 6 will invert the results for the plate following the jam. The analyzer reads the wells correctly but the software applies the reaction results to the wrong channels. No known pt injuries as a result of this issue.